Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl,50 mg/dl. It was unknown whether the customer was using auto mode at the time of reported event. Customer also reported that insulin pump received power loss alarm and screen was blank after changing battery. Customer was able to successfully clear the alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.